Event description:
It was reported that during unpacking the device for a percutaneous coronary intervention the pouch seal was compromised. The user felt that the peel portion of the pouch did not properly fit on the tray and the product was not sealed properly. Another device was selected and the procedure was completed successfully. There were no reported patient complications and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).